Event description:
Reportedly, the physician tested the screw mechanism of the vega r52 lead on the table before inserting it into the patient body. During this preoperative screwing mechanism test, he screwed the lead with the butterfly tool and he noticed that the screwing is much more difficult than usual and a higher manual screwing resistance was noticeable. The physician decided to not implant the lead and to use a new vega r52 lead.

Manufacturer narrative:
The production record review revealed that the lead was released following all applicable procedures. Additional investigations are currently ongoing, a new follow-up will be performed as soon as the results are available.

Event description:
Reportedly, the physician tested the screw mechanism of the vega r52 lead on the table before inserting it into the patient body. During this preoperative screwing mechanism test, he screwed the lead with the butterfly tool and he noticed that the screwing is much more difficult than usual and a higher manual screwing resistance was noticeable. The physician decided to not implant the lead and to use a new vega r52 lead.

Manufacturer narrative:
Summary of the investigation: upon reception of the returned product, visual inspection confirmed the reported damages on the screw. The manufacturing process of the lead was re-investigated, and all production steps and tests had been performed according to all applicable procedures. Based on the tests performed, no issues were spotted resulting on the reported damages. The quality controls in place to prevent the distribution of products with such damage, and considering the damage was not observed during the final visual inspection of the packaging nor by taking the lead, it is suspected that the damage was inadvertently occurred by exercising a stress on the screw mechanism during the implantation attempt. This case is retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the physician tested the screw mechanism of the vega r52 lead on the table before inserting it into the patient body. During this preoperative screwing mechanism test, he screwed the lead with the butterfly tool and he noticed that the screwing is much more difficult than usual and a higher manual screwing resistance was noticeable. The physician decided to not implant the lead and to use a new vega r52 lead.